Event description:
The customer reported that the image on the system was out of alignment. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The display adapter board was replaced. The system was tested and operates as intended.